Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited unexpected battery longevity lead to premature battery depletion. It was also noted that the right ventricular (rv) his bundle lead exhibited high thresholds. Both the ipg and rv his lead was explanted and replaced.  No patient complications have been reported as a result of this event.